Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed that the fenestrated bipolar forceps instrument suddenly did not work anymore. It seems that the metal or wire came loose. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be loose, but not visibly broken at the wrist. The pitch cable input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulley exhibited white residue around the cable grooves. The other backend cables were undamaged. Failure analysis investigation also found the following damages: the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .037 - .131 in length and was not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.